Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.

Event description:
Patient reported "pain and swelling in [the] breast," "masses were both benign," and "a pocket of fluid in one of [the] breasts." Patient also reported "swollen lymph node in. Neck," "drenching night sweats,¿ ¿left job because [patient] couldn¿t work through the pain anymore¿; these are not device related. Manufacturer of device is unknown. The device remains implanted. This record represents the left side.